Event description:
It was reported that one week post implant, decreased sensing, high capture threshold and, high out of range pacing lead impedance were observed. When the chronic lead was disconnected and tested with the system analyzer, measurements were normal. The lead was reconnected to the device and the out of range measurements returned. The device and explanted and replaced and all measurements were normal. Patients condition was good.

Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory via review of the device image. The reported field events of decreased sensing and high capture threshold were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported high pacing lead impedance could not be determined.